Manufacturer narrative:
[Mw5083724]. No product was returned.

Event description:
This event was reported by the customer to FDA as mw5083724. The reporter complained of discrepant inr results for 1 patient tested with a coaguchek xs meter with an unspecified serial number compared to an unknown laboratory method. The result from the meter was "above" 7.5 inr. The result from the laboratory was 4.5 inr. There was no allegation that an adverse event occurred. No contact information was provided to request product for investigation. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No product is expected for return. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.